Event description:
It was reported that the surgeon experienced the trial locking mechanism give way on the 6/9mm poly trial.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a crack/fractured modified hollow tibial insert trial was reported. The event was confirmed. A visual inspection confirmed the reported fracture. All devices accepted into final stock conformed to specification. There have been no similar previous reported events for this lot ID. The investigation concluded that the reported event resulted from overloading conditions. No material or manufacturing defects were identified.

Event description:
It was reported that the surgeon experienced the trial locking mechanism give way on the 6/9mm poly trial.